Event description:
The patient was undergoing treatment for occlusion in the mca (m1). The physician placed a balloon catheter (cello 9fr.) In the ica. He then attempted to insert the psc032 into the psc054 outside of the body with resistance and withdrew the psc032. Rupture was confirmed 45 cm from the distal tip of the psc032. Another psc054 and psc032 were used to finish the procedure with succeed. The procedure was done using proper handling.

Manufacturer narrative:
Results: a 0.032" mandrel was introduced in the hub of the catheter and was unable to advance distally do the rupture that was noted in the complaint. This rupture occurred approximately 4.5 cm proximal to the mid-shaft joint conclusion: the behavior of the catheter noted in the complaint was confirmed. The rupture of the catheter occurred in the approximate location of a material joint in this section of the shaft. The smoothness of the surfaces at the break point suggests a bond failure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.